Manufacturer narrative:
Event description: it was reported that during a shoulder arthroscopy the suction of the device did not work properly. It was further reported that the suction issues only occurred while using the shaver system. The reported event was confirmed. The service evaluation revealed the touch display and both inflow and outflow motor are worn out.

Event description:
It was reported that during a shoulder arthroscopy the suction of the device did not work properly. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery. 25-feb-2022 update dw: further information were provided that an arthrex tubing ar-6430 was used during the surgery. It was further reported that the suction issues only occurred while using the shaver system.

Manufacturer narrative:
Additional information: h6 the reported event was confirmed. The service evaluation revealed the touch display, and both inflow and outflow motor are worn out.